Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the that the half height drawer contained no leds, necessitating the replacement of all cards. The field service engineer replaced the half height drawer and all cards to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie was broken. The customer reported that that the malfunction arose while the user attempted to dispense medication to the patient resulted delay in dispensing process. There were no adverse events or injuries reported based on this incident.